Event description:
Second night used my son wet the bed and the alarm won't stop beeping and getting super hot. He was scared and came running saying that the alarm was burning him. I had to pull batteries out, wait an hour and put them back in, and it still beeps and gets hot. I don't believe it will work for him. I think this is a dangerous product the way it is getting hot. It will burn skin on contact for more than a min. Very scared to try this on any other system. FDA safety report ID# (B)(4).